Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 129mg/dl, 169mg/dl. Tests were done within 4 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.